Manufacturer narrative:
The complained venous clamp was returned at manufacturing site: device problem was not reproduced. After performing calibration and functional tests with positive results, the unit was put back into regular service. A review of the device¿s service history confirmed that no similar events occurred since device date of manufacturing. A review of complaints database did not identify any trends associated with this type of fault. Based on the investigation findings and considering that no device problem was identified, a hardware mechanical malfunction can be ruled out. The most likely root cause of the reported event is an intermittent communication failure or transient mechanical resistance during the movability test. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an error message related to an essenz venous clamp displayed onto the unit ("vc defective"). Subsequently, the clamp was calibrated and could work properly. The event occurred out of procedure.there was no patient involvement.

Manufacturer narrative:
H11: through follow-up communication it was learned that, when the alarm occurred, the user unplugged and replugged the venous clamp. This temporarily restored normal operation before the alarm was triggered again. Device shall be repaired. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
D.4. Through follow up communication serial number of the complained device has been provided. UDI and manufacturing date have been updated accordingly. H11. Investigation is ongoing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.